Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope had black splatter on the lens. The reported issue occurred midway through an endobronchial ultrasound (ebus) procedure for staging of poorly diff lung cancer. A leak test was performed on the scope and failed. The procedure was subsequently completed with a similar device with a 5-minute delay due to the swapping out of the devices. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage due to damage on the channel tube and a crack on the distal end, causing a loss in water tightness. Additionally, due to damage on the channel tube, the suction volume did not meet the standard value. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a crack. Also, it was observed that the bending section cover had a cut. It was observed that the plastic distal end cover had a snag due to a crack. It was also observed that the universal cord had bucking. Lastly, it was observed that the distal end had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. No conclusions could be made about the falling parts from the distal end. Olympus will continue to monitor field performance for this device.